Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter was displaying an ¿error 5¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began on ¿(B)(6) 2015, at 6:00 am¿. The patient manages her diabetes with a combination of medication including glipizide and metformin. The reporter denied that the patient made any changes to her usual diabetes management regimen in response to the alleged error message. She reported that ¿2 days¿ after the issue with the meter started, the patient developed symptoms of ¿extreme thirst¿. She denied that the patient received any treatment for her symptom. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the test strips were in good condition and the patient¿s process for testing was correct. The cca walked the reporter through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2015). The patient¿s meter and test strips have been returned on 3/17/2015 and evaluated by lifescan product analysis on 3/19/2015 and 3/24/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. The retain test strips also passed all testing. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.